Manufacturer narrative:
(B)(4). Batch # m54w3j. Additional information was requested and the following was obtained: were there any staples missing from the staple line? --- no information. What was the shape of the staples (b-formation, irregular, legs straight)? --- no information. Was the cut line fully circumferential around the target tissue? --- no information. If the device fully cut, were all tissue layers present in both donuts when inspected? --- na. How many counter-clockwise revolutions were used to open the device? --- no information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? --- no information. Did the post-operative care change based on the leak? --- no. What is the current status of the patient? --- no information. The analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open total gastrectomy, leak occurred from the anterior wall after firing on the jejunum. There was no unexpected resistance while firing, so it was unlikely that the device clamped something hard. However, there was a difficulty in removing the device from the patient after firing. The counter-clockwise revolutions were used more than usual to remove the device. Additional suture was performed to complete the case. There were no adverse consequences to the patient.